Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unidentified pump issue occurred. Customer resolved the issue by loading a new cartridge. There was no reported impact to customer's blood glucose. Customer did not provide further information.